Event description:
A male patient underwent endovascular repair. The patient's anatomical form was not suitable for endovascular repair due to below reasons. Also, the diameter of the aorta bifurcation was approximately 13mm. The angle for suprarenal neck relative to the immediate infrarenal neck was approximately 60 degrees. The length of the proximal neck was less than 15mm. The diameter of the access vessel was less than 7mm. Confirmatory angiography revealed a proximal type 1 endoleak (1820334-2009-00722) and contralateral type ii endoleak. In order to treat the proximal type I endoleak, the physician re-ballooned the proximal site with another manufacturer's balloon catheter. Then, in order to treat the contralateral type iii endoleak, the physician performed kissing balloon technique to strengthen the sealing. Final angiography revealed that the type I and type ii endoleaks were not resolved completely, but reduced. So the physician decided to take a wait-and-see approach. There was no adverse effect with the patient. There was no adverse effect with the patient other than the type I and type iii endoleaks.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment. The complaint correspondence indicates the patient's anatomy was not suitable for evar due to several anatomical requirements not being met. The diameter of the access vessel was less than 7mm. The IFU indicates that the iliac artery distal fixation site should be greater than 7.5-20mm in diameter and that vessel diameter should be compatible with vascular access techniques and delivery systems of the profile of a 14 fr to 22 fr vascular introducer sheath. It is possible that there was graft disconnection at the seal site because of the described small vessel size. If the complaint device was oversized for the vessel, it is possible that kinks or longitudinal folds in the graft could lead to an incomplete seal and subsequent endoleak. With the information provided, there is no evidence to suggest that a design or process induced failure of the complaint device resulted in the endoleak. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.